Manufacturer narrative:
The underlying cause of the incident appears to be operator error. When the MRI technologist moved the MRI into the operating room, he neglected to follow instructions and verify that the MRI-unsafe laundry cart was located in a safety zone, a sufficient distance away from the magnet.

Event description:
The customer stated that the MRI technologist was performing a morning qa check. He set the phantom on the or table and opened the lindgren doors, then started to move the MRI into the operating room. As soon as the MRI came flush with the operating room, an mr-unsafe laundry cart was drawn into the bore of the magnet. There were no injuries reported. The customer states that the cart was in the grey floor safety zone, more than 52 inches away from the door opening. The magnet was ramped down and the laundry cart was removed from the bore. The incident appears to have been caused by user error when the MRI technologist neglected to verify that the laundry cart was located a safe distance away from the magnet.